Event description:
The manufacturer received information alleging a ventilator stopped operating. The device was not in patient use. The evaluation of the device is still in-progress. A follow-up report will be submitted when the manufacturer's investigation is complete.